Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded software and calibration files, and replaced the generator interface board. The system operates as intended.